Event description:
It was reported that during isometric testing, noise was observed on the lead. The lead remains implanted.

Event description:
New information received notes that during device change-out, externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted. The patient was stable. The patient will be set up on merlin.net for monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.